Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a precharge error at boot up. No patient injury was reported.